Event description:
It was reported the patient experienced leg weakness beginning on (B)(6) 2014 following his permanent implant procedure due to a possible epidural hematoma. The patient was admitted to a rehabilitation facility following surgery and his leg weakness has improved, but the patient continues to have trouble walking.

Event description:
Additional information received identified upon returning home from the rehabilitation facility and not continuing a course of physical therapy the patient's leg weakness is beginning to return. A CT scan was ordered as the next course of action to address the issue.

Event description:
Additional information received identified the patient has returned home from the rehabilitation facility and his leg weakness continues to improve. The patient's physician indicated they believe the patient will make a full recovery with continued physical therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified no abnormalities were noted on the patient's CT scans. The patient's physician will continue to monitor the patient, but no further intervention is planned at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.